Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was taken out of the cardiac resynchronization therapy defibrillator (crt-d) header, but the lead could not be put back into the header because the crt-d's set screw had flipped sideways. The set screw could not be flipped back to a normal orientation, and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.